Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in pacing threshold to 2.75 v at 1.0 ms. The lead was successfully repositioned.